Event description:
An a-v access procedure was performed in the pt's arm, from the brachial artery to the axillary vein. As the gore hybrid vascular graft was advanced into the peel-away sheath, the tip of the nitinol reinforced section (nrs) of the graft began to expand on its own. The partially expanded graft was removed. Another fore hybrid vascular graft was used to complete the procedure.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state that close examination of the device revealed no evidence of what the caused the event. It is inconclusive what cause the expansion. It could not be determined if there were anomalies attributable to the manufacture of the device. The investigation is inconclusive.